Manufacturer narrative:
No conclusions can be drawn at this time. The device has been received for evaluation. Once complete a supplemental report will be submitted.

Event description:
Medtronic received a report that the marathon catheter ruptured. While trying to inject the liquid embolic solution (non covidien/medtronic les), the marathon catheter ruptured. When the catheter ruptured at the distal end, it was still intact. There was little friction or difficulty during delivery and aside from the rupture there was no other damage to the catheter. The rupture occurred while injecting the liquid embolic solution (les). The physician changed microcatheters, and used additional les. They were able to aspirate the glue that came out of the ruptured part with a .044 distal access catheter that they were using for support. The procedure was completed using additional les and other catheters. The patient is in good condition.

Manufacturer narrative:
Device evaluated the marathon catheter was returned for evaluation. The embolic residue (glue) was found around and inside of the catheter hub and tip. The catheter was found to be stretched for ~3.3cm. The tubing material of the distal segment was found to be blistered at ~7.3cm, 7.0cm, 6.0cm and 5.6cm from the distal tip. In addition, the distal segment was found to be ruptured at ~4.8cm from the distal tip. No other anomalies were observed. Based on the reported information and device analysis the customer¿s report of ¿rupture¿ was confirmed. Rupture of the catheter can occur during injection of the embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the marathon flow directed micro catheter IFU (instructions for use): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.